Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) is currently underway. The reported problem is still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger.

Event description:
A (B)(6) female pt called in to zoll lifecor to report that neither one of her batteries would charge when placed on the charger. The pt was provided with a replacement charger.